Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device was returned and the evaluation found that the foreign objects in the nozzle was due to insufficient cleaning. No malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. E1-city: ((B)(6)); added here due to character limitation in respective field. E1-state/province, or territory ((B)(6)); added here due to character limitation in respective field.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU sections: IFU states the detection method in gif-xz1200 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-xz1200 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.